Event description:
There are few details at this time. The only details released were that a resident had sustained a 10cm l-shaped laceration to the inner aspect of the left ankle. Steri-strips and dressing were applied with instructions from the doctor to monitor the wound.